Event description:
It was reported that upon connecting the surgical fiber to the laser console, the fiber broke at the sma connector . The fiber was replaced and the procedure completed using a second surgical fiber. There was "no patient injury" reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber was returned in 2 pieces; the fiber is broken within the fiber blue outer sheath at the connector side, and detached at 11 feet and 5 inches from distal tip near connector; the length of second piece including the connector is 5 inches; the fiber tip does not exhibit signs of usage and appears in good condition; the fiber was tested with hene laser fixture, aim beam is visible at the break location; the connector appears in good condition; the outer jacket appears stretched at the break location. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.